Manufacturer narrative:
The insulin pump was received with a motor error alarm during a bolus due to an out of phase motor encoder signal.

Event description:
The customer called to report a problem with the insulin pump. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.